Manufacturer narrative:
It was reported that on (B)(6) 2021 at around 19:00, incorrectly low spo2 readings were provided for a patient being woken from an unspecified surgical procedure. The customer stated that, as a result, a bronchoscopy and thorax scan were performed, which did not show anything out of the ordinary. The patient did not sustain any injury due to the reported issue. The csone monitor displays parameter and waveform data and signal status provided by the nellcor spo2 parameter module. Gehc, therefore, engaged medtronic/nellcor clinical and engineering representatives to assist in the investigation. Despite multiple requests for additional clarification from the customer, limited information was provided pertaining to the event. Review of the csone log files did not identify any issues with respect to spo2 monitoring technology. In addition, a historical trend analysis did not reveal any adverse trend. It was also noted that the customer has continued to use the device without further issues. Based on the information and data available to gehc, a root cause could not be determined.

Manufacturer narrative:
Legal manufacturer: (B)(4). Patient information:this information is not provided due to country specific privacy laws. Unique identifier: (B)(4). Ge healthcare's investigation of the described issue is ongoing at this time. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported the monitor was displaying inaccurate saturation values which prompted a bronchoscopy procedure.